Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 17.0-17.5cm from the connector pin, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 11.5-13.5cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 19.0-19.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded and the svc conductors were fractured at this location.

Event description:
This report is to advise of an event observed during analysis.